Event description:
At the conclusion of a laparoscopic cholecystectomy, while re-positioning the operating room table, the end of the table where the pt's head rested malfunctioned and the entire end section of the table separated from the table causing the pt to fall. The pt's head, shoulders and mid-back were hyperextended backwards the floor, but did not hit the floor.